Event description:
On a returned implantation data card, "not implanted" was noted. However, through follow-up with the health-care provider, it was learned that the device was explanted at implant. The reason for explant was aortic insufficiency. Per the operative report: "the sutures were passed through the sewing ring of a #25 magna ease pericardial valve that was tied in place without difficulty... The crossclamp was removed and a stable rhythm restored. The lv vent was removed and the heart filled to continue air evacuation. At this point diffuse ai was noted on tee. With systemic pressure 140/70, the valve was studied from multiple tee angles and the leak appeared mainly central, but much greater than the usual functional central leak associated with this valve, and in some views there appeared to be one or more paravalvular contributions. Whatever the exact anatomic location, the degree of ai (1-2+) was unacceptable at this stage... The aortotomy was reopened. The valve was grossly unremarkable, with a small fixed central opening that did not appear greater than usual. The struts did not appear to be distorted. All sutures were intact, although a few in the right sinus had a small amount of slack when pulled with a nerve hook... Lacking a clear convincing mechanistic explanation, it was decided to remove the valve and replace it with a porcine valve, since they are not designed with a functional central leak and at least that issue would be removed without ambiguity."

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Through follow-up with the health-care provider, additional information and a copy of the operative report were received. Unfortunately, the device was not returned for evaluation. It was additionally learned that the hospital's pathology department also did not receive the reported device for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.